Event description:
It was reported that an ilet user experienced continuous glucose monitor (cgm) signal loss after the sensor entered warmup, resulting in no glucose readings to the pump, and the user performed a fingerstick showing 308 mg/dl. Later, the sensor resumed and displayed 279 mg/dl. Symptoms included hyperglycemia. Outcomes included user-performed capillary blood glucose testing and manual entry into the pump, with dosing interruption alerts and subsequent restoration of cgm readings. Investigation included review of device alerts and real-time troubleshooting with sensor scanning and verification of data transmission. Investigation of this case revealed that the cgm was not communicating with the ilet during the period in question but later reconnected and provided readings. It was concluded that transient cgm-to-pump signal loss occurred, leading to temporary interruption of automated dosing and hyperglycemia, and that user intervention with fingerstick entry mitigated the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.